Manufacturer narrative:
Follow-up received on 05-sep-2016: cro detected that there was a mistake in patient ID in case (B)(4): patient ID was not (B)(6) but was (B)(6). Following reception of this information, we found that case (B)(4) was a duplicate of case (B)(4), therefore this case should be deleted. Also confirmation was received in the case (B)(4)on 05-sep-2016 stated that endometrectomy was related to menometrorrhagia but not related to essure. The event menometrorrhagia was considered as not related to essure by the investigator.

Event description:
This is a solicited case report received from a investigator in (B)(6) on 20-jul-2016 which refers to a (B)(6) female patient who was involved in a observational company-sponsored study, study number: (B)(6). Study description: study enquete success ii, essure ess305 is a non-interventional, multicenter, prospective, epidemiological study with the aim to determine the rate of predictive factors for successful bilateral placement and the final efficacy of the essure&#59408;permanent sterilization method, as measured by the absence of pregnancy. (B)(6). Investigator reported that a non-pregnant female patient had essure placed on (B)(6) 2009 for sterilization. On (B)(6) 2014, patient started presenting menometrorrhagia's. It was not reported whether event is related to essure or not. Investigator considered the event serious due to hospitalization. In addition, reporter informed that endometrectomy was performed on (B)(6) 2014. During ablation of endometrial fragments, essure insert was found in curette spoon like it was new. It was decided to place another insert on right side which was introduced without any difficulty. Occlusion of left ostium was total. Endometrium was dyshormonal with polyps but without any histological signs of malignancy. On (B)(6) 2014, she recovered from menometrorrhagia's. Essure was not removed. Follow-up information received on 08-aug-2016: quality-safety evaluation of ptc. (B)(4). No sample available for this investigation. Since we have no valid lot number for this case, we were unable to conduct a review of the manufacturing batch record. We are unable to confirm any quality defect or device malfunction at this time, although we were unable to confirm this complaint, we cannot exclude the possibility of having a technical issue involved in the complaint. There was no event reported which indicates a new technical failure mode for the device. As a product quality defect could not be confirmed but is considered plausible a relationship with the reported medical event cannot be totally excluded. However, the reported medical event is a known possible undesirable event and not indicative of a quality deficit per se. Since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. No specific quality issue was defined, therefore no meddra llt can be provided. Company causality comment: this medically confirmed, study case report refers to a female patient who was involved in a non-interventional company-sponsored study, study number: (B)(6). She had essure (fallopian tube occlusion insert) inserted and experienced menometrorrhagia's. The investigator did not provide any assessment. This event is serious since it resulted in hospitalization and is listed in the reference safety information for essure. In this case, patient experienced this event about 5 years after essure insertion. A endometrectomy was performed and during ablation of endometrial fragments, essure insert was found in curette spoon like it was new and it was also noticed that endometrium was dyshormonal with polyps, no sign of malignancy. Then, another insert on right side was inserted. In this particular case, the event menometrorrhagia's could be related to polyps. However, the occurrence of device expulsion (further details were requested) could be an alternative explanation for the event and therefore, a causal relationship between the event and suspect insert cannot be totally excluded. Thus, this case was regarded as incident due to hospitalization. According to product technical analysis, since no batch number was reported, a batch investigation with respect to similar ae cases is not applicable. Further information is being sought.